Event description:
The patient originally presented with a severe varus deformity and had surgery of the right knee on (B) (6)2006. The patient was being revised on (B) (6)2009 due to a recurrence of the varus deformity, subsidence of the tibial tray medially and the appearance of a medical failure of the tray/tibial stem interface. Upon removal of the implant, it was determined that the tibial bushing was disengaged from the tibial tray. A new insert and revision tray were implanted.